Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us medical center placed a 5.5 pump to support a patient admitted in for a high-risk percutaneous coronary intervention due to cancer diagnosis precluding the coronary artery bypass graft surgery. The pump was placed but, there was an access site bleed on the day after implant. The team treated the hematoma by dressing changes, three units of red blood cells, evacuation of the hematoma, and heparin holding. The pump remained on for support, and the patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient movement, patient became extremely agitated and began pulling at lines and overly moving his right arm as per the clinical description provided.